Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce intermate sv (small volume) overinfused. It was further reported the device was flowing over 50 - 55 minutes instead of 60 minutes. The device was filled with daptomycin 110mg in 50ml sodium chloride 0.9%. It was not specified when in the process step this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.